Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent dislodgment occurred. A 28x4.00mm rebel stent was advanced to treat the lesion. However, during procedure, the undeployed stent came off the balloon delivery system in the artery. The physician was unable to retrieve the detached stent; it remained in the patient's artery at procedure end. No further patient complications were reported.